Event description:
According to the reporter: the surgeon placed the stapler across the colon, closed it, appeared to close easily, fired the stapler up and the staples did not have a uniform b shape. The surgeon took a new handle and a new reload, cut the tissue that was all poorly formed with staples so they had a clean margin. Placed the new stapler with new cartridge across the colon, closed the stapler, it closed easily, fired the stapler, cut the tissue, opened the stapler and same thing happened, no uniformity of b shape staples. They opened a ta90 and everything worked perfectly

Manufacturer narrative:
(B)(4).